Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (263 mg/dl). Customer delivered manual injections to stabilize blood glucose levels. Customer stated troubleshooting was not necessary due to blood glucose levels becoming stabilized.